Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient underwent an initial total knee replacement procedure. Subsequently, a revision procedure was performed due to rhk axle fracture, causing implant loosening.

Event description:
It has been reported that a patient underwent an initial total knee replacement procedure. Subsequently, a revision procedure was performed due to rhk axle fracture, causing implant loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: bmt splined knee stm 14x160 bo, catalog #: 141874, lot #: 377140; medical product: rhk left sml resurfacing femur, catalog #: 154978, lot #: 2317128; medical product: rhk modular tibial 63mm, catalog #: 154987, lot #: 2579725; medical product: rhk 10x120 cemented stem, catalog #: 159414, lot #: 594819; medical product: agc v2 hpps intlk tib 87x16, catalog #: 158998, lot #: 2540001; medical product: rhk femoral bushes uhmwpe, catalog #: 154974, lot #: 2614505; medical product: rhk tibial bush, catalog #: 154973, lot #: 2649206; medical product: rhk bearing 12 for 63-67 tray, catalog #: 159430, lot #: 2600524; medical product: rhk short yoke, catalog #: 154997, lot #: 2633685. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision surgery due to loosening.